Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6 fr device. Closure was achieved, but it was noted shortly after that the pt had no distal pulse in leg. The pt was taken to surgery, where the surgeon removed a piece of plaque which had dislodged and was causing a blockage. The stitch was reported to be intact and correctly positioned. The pt recovered without further incident.